Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a loss of audio at the information center. Though the volume was set to 5, audio was not operational. The device was used for monitoring patients; no patient harm was reported